Event description:
Additional information was provided on 19aug2021. The patient's left testicular vein was unremarkable and measured 5 mm. No damage to the device was identified prior to opening. The primary physician placed the first and last coils, while a fellow implanted the rest. They were placed distal to proximal. The catheter was not flushed before each coil deployment, there was no difficulty advancing the pusher stylet through the shipping cartridge, and the coils were advanced using the wire guide technique. Towards the end of the procedure, a small (approximately 2 mm) linear fragment was detected in the vein. It was suspected by the physician that the small linear fragment was most likely a portion of a mid-vessel coil. The fragment had migrated up the inferior vena cava and lodged in either the crista terminalis or a small accessory hepatic vein. All other coils remained in their intended target areas. Additional imaging was completed at the time of the procedure, which was considered a clinical success. One week post-operative, a low-dose computed tomography (CT) scan was performed to document the location of the fragment. The fragment had not migrated further and was reported to be in the crista terminalis or a small accessory hepatic vein. As it had not migrated further in a week, the physician determined that there will be no clinical consequences to leaving the fragment. As such, no additional procedures to retrieve/remove the fragment were deemed necessary by the physician.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. Hull royal infirmary (united kingdom) informed cook on 06aug2021 of an incident involving a nester platinum embolization coil. It was reported that after placing several embolization coils, upon final imaging, it was noted that 2mm of one of the coils separated and migrated to either the crista terminalis or a small accessory hepatic vein. The patient underwent follow-up CT imaging to confirm the migration. The treating physician stated that there are no plans to remove the coil from the patient. A review of the instructions for use (IFU), manufacturing instructions (mi), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. Though a specific lot number was not provided, through a sales search to the customer for this device family, cook was able to identify five potential lot numbers for this event as 13695074, 13748740, 13695037, 10049922, and 10089257. A review of the device history records (dhrs) for each lot revealed no recorded nonconformances related to the reported failure mode. A database search did not identify any other events associated with any of the potential lots. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The current instructions for use [t_ce_nec_rev4] states the following in relation to the reported failure mode: "warnings positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. Precautions perform an angiogram prior to embolization to determine correct catheter position. Instructions for use 5. Deploy the coil by advancing the wire guide past the tip of the catheter. 6. Perform final angiogram to confirm coil position within target vessel. How supplied upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of our investigation, a definitive root cause for this event has been traced to a component failure unrelated to a deficiency in manufacturing/device design. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: exact device is not known. Listed are possible complaint devices: rpn: mwce-35-14-8-nester, lot #: 13695074. Rpn: mwce-35-14-6-nester, lot #: 13748740. Rpn: mwce-35-14-6-nester, lot #: 13695037. Rpn: mwce-35-14-8-nester, lot #: 10049922. Rpn: mwce-35-14-8-nester, lot #: 10089257. Initial reporter customer (person): postal code: (B)(6). PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a "young" male patient received several 6mm and 8mm nester platinum embolization coils for a left testicular vein varicocele embolization. The procedure was described as straightforward and the coils were deployed with a bentson wire. However, during finally imaging, a 2mm linear radio-opacity (presumed to be "the end of" a coil) was noticed to have migrated through the inferior vena cava and "lodged in the right lower lobe of [the] patient". Additional imaging was conducted, but there is no plan to retrieve the coil as the consultant believes the patient should not come to any further harm. It could not be determined which coil was the device in questions, however the following lot numbers were placed in the patient: rpn: mwce-35-14-8-nester, lot #: 13695074. Rpn: mwce-35-14-6-nester, lot #: 13748740. Rpn: mwce-35-14-6-nester, lot # :13695037. Rpn: mwce-35-14-8-nester, lot #: 10049922. Rpn: mwce-35-14-8-nester , lot #: 10089257. No other adverse effects were reported.